Event description:
Notes were received on 09/30/2016 and dated (B)(6) 2016 and state that the patient had a vns placed several years ago. Notes state he had a significant infection so the device was turned off temporarily many years ago. The design history records for the lead and generator were reviewed and confirmed that the lead was hp sterilized and the generator was eo sterilized prior to distribution into the field. No additional relevant information has been received to date.